Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (distal portion) was returned in one piece. A failure event was observed during analysis. Final analysis found internal insulation abrasion breaching the nonfunctional cable lumen at the distal region of the lead. Further analysis found an internal insulation abrasion breaching the right ventricular cable lumen at the distal region of the lead. No further anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.